Event description:
The home patient (hp) reported to baxter a leak on the homechoice cassette during use, during prime. The hp was connected to the homechoice (hc).the baxter technical representative (tsr) had hp check for a bag on the blue clamp line. The hp stated there was a bag on the line and there was fluid out of the bag. The tsr had hp close all the clamps and transfer set, turn the hc off, and disconnect from the hc. Tsr instructed hp to discard the supplies and start over with new supplies.there was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). The 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for leak was not confirmed because the sample was not returned to baxter for evaluation. The cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.